Manufacturer narrative:
(B)(4). Eval results: (dissection, blood loss, death), (guidewire). Conclusions: guidewire.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. Aortic neck was 21 mm in diameter with calcification and thrombus. The iliacs were non-tortuous but calcified, with the left side worse than the right. There was much vessel stenosis due to the calcification on the left side, which was seen during the intra-op. Angiogram. There was a previous surgical graft placed in the distal right iliac for an unk reason. It was reported that there were some difficulties advancing the wires due to the iliac stenosis/calcification in the vessel; the wire may have caused a sub-intimal vessel dissection on the left side, which was noticed after stent graft placement. The endurant devices tracked without issues. The endurant bifurcated stent graft (ref MFR# 2953200-2011-01086) was placed via the right side without issues, and the contralateral limb (ref MFR# 2953200-2011-01087) and contralateral extension were placed via the left side without issues. After the stent graft placement; the pt lost pressure; blood and fluids were administered, and a smart stent was placed distally on the left side. The pulses were good. Later that same day, as the pt's condition was worsening, the pt was brought back to the operating room that evening. There was hematomas/blood in both iliac areas, which were thought to be related to the stent grafts; an aneurx limb (ref MFR# 2953200-2011-01089) was placed on the right/ipsilateral side. However, the stent grafts were intact, and the blood was then realized to be unrelated to the stent grafts but rather may have been related to collateral blood flow. A partial open repair to perform an axillo-bi-femoral bypass was completed. However, the pt then expired. The possible cause of death was due to the blood loss.